Event description:
It was reported that on (B)(6) 2022, a 23mm epic plus valve was successfully implanted. On (B)(6) 2023, the patient reported to the hospital with shortness of breath and a new york heart association (nyha) functional classification of IV. The patient was admitted to the hospital with an infection and vegetation. The patient was diagnosed with endocarditis. Intravenous antibiotics were administered, followed by surgical replacement. On an unknown date, the patient died. No additional information was able to be provided by the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of death is estimated to (B)(6) 2023 as the date of death was not provided.

Manufacturer narrative:
An event of shortness of breath, infection, vegetation, endocarditis and patient death was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.